Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called to report the insulin pump has stopped working. Customer also reported that the insulin pump did not deliver insulin during the bolus process. In addition, customer stated that there was not alarm warning. Customer was given an IV during a doctor's visit for high blood glucose levels. It was reported that the customer was wearing the pump during the procedure and blood glucose levels elevated to over 600 mg/dl. Customer's blood glucose reading was 538 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).